Event description:
The user facility reported water exiting the door area of the reliance vision multi-chamber washer/disinfector causing flooding of the department. No injuries, procedural delays or cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the unit and found the wash and rinse chamber access door latches were not closed properly at the bottom of the unit. The technician also reported that the user facility continued to run the washer despite the observance of water. The technician closed and latched the top and bottom access doors, ran a cycle and confirmed no further evidence of water. The unit has remained in service with no further issues. The vision multi-chamber operator manual (pp 6-6) states: "important - for each service access door, hold both handles while closing the door. To help avoid leaks, both handles must be latched at the same time so the door is properly closed." The cause of the reported event is attributed to operator error as the access door latches were not properly secured, causing water leakage from the door area of the washer. Steris has offered in-service and is awaiting a response.

Manufacturer narrative:
Steris has scheduled in-service training for (B)(4) 2012 regarding the proper operation of steris washers in use at the facility.